Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application displayed an alert to close and then reopen the application. No additional patient or event information is available. The complaint states the patient experienced the g5 mobile application displaying an alert to close and then reopen the application. A photograph was provided which confirmed the complaint. The root cause could not be determined.